Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 160 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified. Additionally, based on the analysis, the alleged malf code ¿ unknown issue could not be verified.